Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The technician confirmed foam particles inside the blower during the device evaluation. The device was scrapped and found error code. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
This device remstar auto a-flex was manufactured 7/4/2011 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.